Manufacturer narrative:
G4: 09jan2020. B4: (B)(6). The part was returned to the manufacturer for failure investigation. It was determined that the unit failed due to air flow sensor caused by u1 drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 22dec2019. The manufacturer's international service technician evaluated the device and identified that the zero value of the flow sensor was inaccurate. The reported problem was confirmed. The service technician replaced the flow sensor. The ventilator was calibrated successfully and passed all required testing. The reported problem was resolved. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 04 dec 2019. No part returned for evaluation. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06sep2019.

Event description:
The customer reported that the display of the tidal volume disappeared during use. The customer reported that the trigger did not function when the oxygen was lowered, and that standby did not function either. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.